Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after placement of the left ventricular (lv) lead, the physician noted that they could not see or feel the suture sleeve. The lead was removed from the body and it was noted that the suture sleeve was no longer present on the lead and that it had gone distal and fallen off the lead. The physician attempted to remove the suture sleeve from the patient by using a basket snare inserted over the wire, then by dissecting the pocket but was unsuccessful via both methods. Because the patient was pacemaker dependent and other leads were in place the physician elected to not dissect further. The lv lead was re-implanted successfully with a replacement suture sleeve. The patient was monitored in the hospital overnight and discharged home without incident. No further patient complications have been reported as a result of this event.